Manufacturer narrative:
Product event summary - the device was returned and analyzed and no anomalies were found. However, the returned device indicated a damaged grommet, a loose/detached set screw and a set screw with a rounded socket.

Event description:
It was reported that during the implant attempt, the physician had difficulty unscrewing the set screw on the device in order to reposition the right ventricular lead. The device was not used and a new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.